Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 216 mcg/day via an implantable pump. It was reported that the patient experienced a return of spasms in their lower extremities. The patient denied any symptoms of baclofen withdrawal. Regarding factors that may have led or contributed to the issue, it was indicated that there was no trauma and no fall reported. The surgeon made decision to take patient to the operating room to explore the catheter and revise if necessary. The pump was interrogated before surgery, and there were no alarms or motor stalls present in the pump logs. A dye study was was performed and there was concern for an obstruction in the catheter. The catheter was partially explanted. The surgeon made the decision to remove pump segment of catheter on (B)(6) 2026 and replace it with another pump segment from with serial number hg8x02p13. After pump segment of catheter was removed, the catheter was patent with cerebrospinal fluid (csf) flow noted. The pump remained implanted and in service. The issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The portion of explanted catheter was discarded by the healthcare provider. The patient's medical history was unknown.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2025. Partially explanted: (B)(6) 2026. Product type catheter section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; ubd: 2027-08-13, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.